Event description:
It was reported that receiving found each piece either cracked or broken off. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the device had fractured at the tip. There were wear marks on the shaft and near the fracture site. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.